Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "the mdm liner was attempted to be impacted and the taper was not engaging, so it did not have a full lock. Surgeon removed the liner, debrided the shell, removed soft tissue envelope, and attempted to reinsert the mdm liner. Attempt failed again. The surgeon then checked the screws and attempted to tighten further to make sure they were fully seated, which they were. We then revisited the primary shell looking for any impingement and attempted to insert the liner again but this attempt also failed. The surgeon then opted to use a traditional x3 liner."